Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port after the insertion. The following information was provided by the initial reporter: "the injection port is leaking after insertion during flushing".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary: one used sample from batch 0275525 was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port after the insertion. The following information was provided by the initial reporter: "the injection port is leaking after insertion during flushing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port after the insertion. The following information was provided by the initial reporter: "the injection port is leaking after insertion during flushing."